Event description:
The customer reported that the entrak 2500 system would not calibrate. No patient injury was reported.

Manufacturer narrative:
The ge representative conducted an on site investigation. The reported problem could not be duplicated. The system was tested and operates as intended.